Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported receiving a reading of 140 mg/dl on their precision xtra meter and took insulin based on that reading. The customer drank juice and about 30 minutes later the customer became hypoglycemic and lost consciousness. The paramedics were called and he was transported to a hospital. It is unknown what treatment and diagnosis was given to the customer. There was no report of death or permanent impairment.